Manufacturer narrative:
**Update** (B)(4) 2013 - clinical report received. Clinical report indicates the patient was revised to address instability. Part/lot information is being updated for the head and liner and the complaint re-opened. The devices associated with this report were not returned. A complaint database search finds one other reported incident, dislocation or instability not alleged, against the liner product and lot combination since its release for distribution. It is considered unrelated to this investigation. No other incidents were reported against the femoral head product/lot combination. Based on the inability to find any other related incidents against the provided product and lot codes it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.